Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event. System evaluation noted pacing inhibition, elevated thresholds and muscle stimulation on the right ventricular (rv) channel. An x-ray revealed the rv lead had dislodged. Additionally, there was oversensing and elevated threshold measurements on the atrial channel. A revision procedure was performed and both leads were removed from service and replaced. No additional adverse patient effects were reported.